Event description:
International affiliate reported that a surgeon found a slit on the drain during initial implant. The device was removed and replaced with another drain. No adverse pt consequences were reported.

Manufacturer narrative:
The returned actual device was visually examined. The device has a cut on the flute portion of the drain. Conclusion: the device does not come into contact with any sharp objects during assembly and packaging. The drain is wound manually by an operator before it is placed into the pouch. A 100% visual inspection of the packaged drain is also carried out to ensure no defective parts. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.